Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No error alarms were noted. All of the buttons functioned properly during testing. No keypad anomaly was noted and no unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is an alarming pump and the key pad is being unresponsive. The blood glucose reading is 337 mg/dl. The insulin pump will be replaced. Nothing further reported.